Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the a routine generator changeout procedure, this lead displayed varied shock impedances with some being greater than 125 ohms. A new device was implanted with resolution of the clinical observations. The old device will be returned for analysis. The lead remains in service. There were no adverse patient effects.